Event description:
Female patient was presented to the interventional lab for an angioplasty procedure of the external iliac artery (side unknown). The vessel was described as severely calcified and mildly tortuous. The vessel had a stenosis of 90%. The physician used a contralateral approach. A sheath (brand unknown) was inserted and a guidewire was passed to the lesion. The physician had difficulty crossing the lesion with the guidewire. Once access to the lesion was gained, he advanced the balloon to the lesion and attempted pre-dilation. Upon inflation of the balloon, with an indeflator, the balloon ruptured at an unknown atmosphere. The ruptured balloon was carefully removed from the patient and another balloon was used to complete the procedure. There was no reported injury to the patient.